Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the machine was not switching on and the led was not blinking while switching on from the review module. Upon troubleshooting, fse found there was a problem in the main power distribution module (mpdu). To resolve the issue, fse cleaned and changed the 0.5-amp fuse. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.